Event description:
The device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the alleged malfunction. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.